Event description:
Boston scientific received information that noise was oversensed on the right ventricular (rv) lead resulting in greater than two seconds of pacing inhibition. The patient was not symptomatic at the time of pacing inhibition. The noise was not able to be reproduced. The sensitivity was reprogrammed to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.